Event description:
Rptr called supermarket to make sure no latex gloves or balloons were in use at the store, having suffered a previous anaphylactic reaction there and was told no latex was used anymore. Walked into the sotre and saw latex balloons so left immediately. Ten minutes later experienced tachycardia, sweating, diarrhea, dizziness, shortness of breath and hives and went to emergency room where rptr lost consciousness. Treated with epinephrine, intravenous solu-medrol, intravenous diphenhydramine, albuterol nebulizer treatment, and pepcid. Kept on oxygen for 6 hours until a pulse-oximetry of 95 was found.